Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light guide bundle of the subject device was weakened. The issue was identified at the time of set up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h4, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle is weakened, water/air in the universal cord, the light guide lens at the distal end is chipped. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the light guide bundle, component failure of the universal cord and component failure of the distal end cover glass. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.